Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ultralink meter was prompting an error 2 message. Per the ultralink user guide the error 2 message prompts when there is a problem with the test strip or there is a problem with the meter. This complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began on (B)(6) 2012 between 7-9 a.m. The reporter said that the patient manages her diabetes with insulin pump therapy and denied that she made any changes to her normal diabetes management due to the alleged issue starting. The reporter claimed that the patient developed symptoms of "shaky and sweaty hands" at an unspecified time after the alleged issue began. The reporter told the cca that the patient treated herself with food and/or drink just before 9 a.m. On (B)(6) 2012. During troubleshooting the cca confirmed that the patient was using the correct test strips and that the patient was using the correct testing process. The cca documented that there was no misuse use to the subject meter and that the patient had been using the subject meter for 6 months. During troubleshooting the error 2 message did not prompt when the subject meter was powered on manually. However, the alleged issue was not resolved when the cca had the patient walk through a retest. Replacement product was sent to the patient. This complaint is being reported as an adverse event for the following conclusion(s): the reporter claimed that the patient developed symptoms suggestive of a serious injury as a result of the alleged issue and required self treatment. In addition, the alleged error 2 message was not resolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. Unrelated to the primary issue, the writing on the vial was illegible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation:the meter involved with this complaint has been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.